Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 406 md/dl, 279 mg/dl, 93 mg/dl, 86 mg/dl, 155 mg/dl, 117 mg/dl and 79 mg/dl when all tests were performed within 10 mins on the compact plus system on one day. Reporter stated that on another day, she obtained the back to back blood glucose results of 295 mg/dl, 136 mg/dl, and 147 mg/dl on the same system. Reporter stated that he had taken her medication (listed with the first instance as being 2 mg of glimepiride and 1000 mg of glucophage) 45 mins prior to the first set of back to back readings and 1 hour prior to second back to back readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.